Manufacturer narrative:
(B)(4): the customer reported that configuration settings of the patient monitor had been changed without user interaction. The exact alarm setting refered to within this complaint is unknown. It was noted that this cited alarm setting was manually changed to the desired setting. There have been no further reports of this issue with the cited monitor. Device labeling (instructions for use) adequately describes measurement settings. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported that configuration settings of the patient monitor had been changed without user interaction.